Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer failure and not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets were not showing up on the bus. A field service engineer remoted in, checked and ran the firewall rule, then rebooted the system and verified the drawer settings in version 2.1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.